Manufacturer narrative:
Analysis of the device on return to cochlear was a device failure. The device analysis report is attached. This report is submitted on september 28, 2021.

Manufacturer narrative:
This report is submitted on august 13, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to the patient sustaining impact to the head which resulted in open circuit electrodes and poor sound quality. The patient was reimplanted with a new device on the same date.